Event description:
On the last saturday of every month, the bedside monitor system in ICU will reset. Every bedside monitor that is on will then go blank, self-test and restart in about 15-20 seconds. The monitors do not always start up after a reset; they have to be powered down and turned back on before they will start remonitoring. At times, after a reset, the pressure transducers have had to be recalibrated. The work station with the bedside system sometimes locks up after the reset, and then has to be powered down and turned back on to boot up and start acquiring info. This problem is not always consistent: if MFR has tried to fix the reset problem, it sometimes does not occur, but they have not yet found a permanent solution. In the meantime, there is the potential for an adverse event to occur to one or more pts.